Manufacturer narrative:
A partial lead with the tip measuring 41.3 cm was returned for analysis. Internal insulation abrasion breaching the right ventricle cable lumen was noted at 0.5-1.7 cm from the distal end of the superior vena cava shock coil. The etfe coating was intact at this location. Other damages found were sustained during the surgical procedure.

Event description:
This report is to advise of an event observed during analysis.